Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9185295) prematurely detached from the delivery wire while being delivered. The detachment occurred at the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31098552). The physician removed both the microcatheter (mc) and the detached stent from the patient. New devices were then introduced, and the procedure was completed successfully. No patient injury or adverse clinical effects were reported. Additional event information received on 02-mar-2026 indicated that there was resistance felt between the enterprise and the microcatheter prior to the premature deployment. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no procedure delayed/prolonged due to the event. There was no alleged product malfunction with the prowler select.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31098552 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.